Event description:
10mm cold snare lesion hunter broke off into patient while trying to obtain colon polyp. Piece removed from patient safely with biopsy forceps by dr. Confirmed by surgical team, management notified.